Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with difficulty with inflating the device. The ipp pump was explanted and replaced. There were no patient complications reported.